Event description:
The distributor of (B)(6) reported that the unit is alarming transducer fault. The exhalation flow transducer is failing the zero calibration. Unit was not on a patient when the problem occurred.

Manufacturer narrative:
(B)(4). Based on the information provided by the foreign distributor, carefusion determined that the cause of the reported event was a malfunctioning main board. The foreign distributor was shipped a replacement main board to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of (B)(6) 2015, the alleged faulty main board has not been received.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, installed on known good unit. Powered on service mode and exported event error log. Powered unit in operating mode with received settings and reported problem was duplicated transducer fault alarming. Powered unit in service mode and perform 0 cmh2o calibration of pt802 failed a/d 3214 should be in between min 37 and max 690. Reported problem was duplicated and isolated to bad transducer. The issue being addressed in internal corrective action.